Manufacturer narrative:
Occupation: reporter is a j&j employee. A product investigation was conducted. Visual inspection: the percutaneous depth gauge for 2.7 mm screws (part #: 03.118.007, lot #: l348287) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the hook component was bent. No other issues were identified with the returned device. Dimensional inspection: the dimensional inspection was performed on the returned device. The outer diameter of the hook was measured and is within the specification per relevant drawing. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed: investigation conclusion: the complaint condition was confirmed for the precutaneous depth gauge for 2.7 mm screws (part #: 03.118.007, lot #: l348287). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.118.007, lot: l348287, manufacturing site: (B)(4), release to warehouse date: 07.apr.2017, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, it was observed that the percutaneous depth gauge for 2.7 mm screws was bent. There was no patient involvement. This report is for one (1) percutaneous depth gauge for 2.7 mm screws. This is report 1 of 1 for (B)(4).